Event description:
It was reported that the event occurred during surgery no medical intervention occurred and there was no harm to patient or operator. Further there was no delay in the procedure and the patient was under anesthesia.

Manufacturer narrative:
Updates occurred to b4, b5 d4, d9, g3, g6, h2,h3 h4,h5 h6, h8, h10. This event has been recorded under (B)(4) and is the final report. This medwatch is also being filed to relay additional information. Review of the most recent repair record determined the motor speed was unstable and the needle bearing, screws, and insulator were damaged/worn; however, the repair was not completed and was returned unrepaired per customer request. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device took an asymmetrical sample and cannot be calibrated properly. No adverse events have been noted.